Event description:
Patient had ipg explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d6a should have been (B)(6) 2022 rather than (B)(6) 2022. Correction: d10 should have been scs adapter (x2) (B)(6) 2022 rather than scs lead (2) and scs anchor (2) (B)(6) 2022.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.